Manufacturer narrative:
Investigation summary:the u-blade set, containing the lag screw and u-blade, was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The u-blade set was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The reported cut out was confirmed based on the provided x-rays; one bar of the u-blade was found deformed; the deformed bar and the lag screw tip were cut out of the femur head. Medical evaluation: all available information and x-rays were evaluated by a medical expert. According to him the case is very similar to a previous complaint (per (B)(4)the lag screw was placed too much towards distal (most likely wrong chosen ccd ankle of the proximal nail hole), furthermore it was placed eccentrically. Due to this it was possible that the femur head got rotated under load. Technical evaluation: based on the found damages on the nail, set screw and u-blade set following scenario most likely: based on the correct set screw imprint within the superior lag screw flute and the bearing points found on the lag screw and within the proximal nail hole the lag screw was first implanted in that way, that the intact bar of the u-blade was positioned on anterior side - not visible on the provided x-ray. During implantation the lag screw hit heavily the nail so that the first winding of the lag screw thread got deformed towards lateral. According to the medical expert the lag screw is placed too much towards distal; furthermore the chosen ccd ankle of the proximal hole is incorrect. The lag screw moved towards lateral within its possible range (set screw is still within the lag screw flute). It seems that the femur head was moved towards distal (most likely rotated). Based on the incorrect placed set screw imprint and the set screw ¿track¿ on the broken bar of the u-blade it can be assumed that the patient was revised prior to the reported revision on the (B)(6) 2015: the u-blade was removed and the lag screw was new positioned (rotated until approx. 65° in clockwise direction and pushed towards medial). The intact bar was placed distally. After the set screw was incorrectly placed the u-blade was assembled; during this the proximal placed bar hit the set screw tip and got deformed and moved outwards. Based on the x-ray the intact bar was placed on the left/posterior side and the deformed/broken bar on the right/anterior side. The lag screw rotated again until approx. 140° in clockwise direction. It seems that the femur head got further rotated (and moved further towards distal) and caused the lag screw rotation. Due to the rotation most likely the deformed bar got broken. Furthermore it seems that the femur head moved again towards distal so that finally the lag screw tip and deformed bar cut out of the femur head. Medical and technical evaluation indicate that the cut out was caused by a wrong positioned u-blade set. Because no manufacturer related issues were found the case is attributed to a user error. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
On (B)(6) 2015, primary surgery of gamma3 u-lag screw was performed. After 2 weeks hospitalization, the patient complained pain at rehabilitation institution. At that time, cutout of the u-lag screw and u-blade deformation were found. Revision surgery is planned on (B)(6) 2015.

Event description:
On (B)(6) 2015, primary surgery of gamma3 u-lag screw was performed. After 2 weeks hospitalization, the patient complained pain at rehabilitation institution. At that time, cutout of the u-lag screw and u-blade deformation were found. Revision surgery is planned on (B)(6) 2015.

Manufacturer narrative:
Device disposition at this time is unknown. If additional information becomes available it will be provided on a supplemental report.